Event description:
Philips received a complaint by the customer on the v60 indicating that the display screen was blank when booting up during patient set up. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer that the lcd may be burned out and to replace the entire display due to age of unit to correct the issue. The device will also need software rev 2.10 at a minimum and if problem persists, to replace the power management board. Part numbers were provided to the customer.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18095.